Event description:
Hillrom hospital bed that was in storage was taken out for use and would not power up. The problem ended up being the power cord.

Event description:
Hillrom hospital bed that was in storage was taken out for use and would not power up. The problem ended up being the power cord.